Manufacturer narrative:
Describe event or problem: added information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that per the mitraclip instructions for use (IFU) states to ¿use proper de-airing techniques before and during use to minimize the risk of air embolization.¿ in this case, it was reported that the stopcock was turned in the wrong direction and resulted in air bubbles. The investigation determined the reported leak appears to be related to the user error. The air embolism and hypotension appear to be due to procedural conditions. The reported patient effects of air embolism and hypotension are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Subsequent to the initially filed report, the following information was received: medication was administered to treat the blood pressure. Then to remove the air from the patient, the air was hyperventilated to the pulmonary vein and swept away, and additional aspirations was not performed. No additional information was provided.

Manufacturer narrative:
2017 code clarifier - failure to follow steps / instructions. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed for leak and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted enlarged atrium and dilated left atrium. A steerable guide catheter (sgc) was advanced to the mitral valve; however, when the clip delivery system was positioned over the valve, a small air bubble was observed in the hemostatic valve of the sgc due to the physician turned the stopcock in the wrong direction. The physician inadvertently turned the stopcock in the wrong direction approximately three more times. The patient's blood pressure dropped for a short time and air entered the patient. Additional aspirations were performed to remove the air and the patient's blood pressure returned to normal. The procedure continued, and the clip was deployed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.